Manufacturer narrative:
(B)(4): stuttering. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time, no additional information was available, additional information regarding the patient, event, interventions and outcome has been requested.

Event description:
Literature: allert n, kelm d, blahak c, capelle hh, krauss jk. Stuttering induced by thalamic deep brain stimulation for dystonia. J neural transm. May 2010;117(5):617-620. Summary: the authors discuss a patient in whom bilateral deep brain stimulation of the ventral intermediate nucleus of the thalamus (vim) for treating dystonia reversibly induced stuttering at suboptimal stimulation parameters. Adjustments of stimulation parameters resulted in excellent control of the dystonia and complete resolution of the stuttering. Event: a female patient approximately (B)(6) who underwent routine replacement of both ipg's initially experienced a worsening of symptoms at the same stimulation level as previously used and a severe speech fluency disorder characterized by phoneme and syllable repetitions without relevant dysarthria or hypophonia and without features of spasmodic dysphonia. Impedance tests revealed no abnormalities. Initial adjustments to stimulation parameters resulted in an improvement in dystonic symptoms but not in the stuttering. The patient was hospitalized after two months for another trial to optimize the dbs efficacy. Stimulation parameter adjustments finally resulted in both excellent symptom control and complete disappearance of the speech disorder. The patient had four leads initially implanted, but only two leads have been used since initial implant.